Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) did not detect ventricular tachycardia (vt) due to the programming of this device. Programming changes were made to turn on some of the detection enhancements. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated. Approximately 17 months later this device was explanted and returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.